Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The major infection resolved on (B)(6)2020 .

Manufacturer narrative:
Section b5: additional info.

Event description:
On (B)(6) 2020, it was reported that the patient had non-sustained ventricular tachycardia (nsvt), started on amiodarone. Nsvt was possibly related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. The heartmate 3 lvas IFU lists all potential adverse events, including infection and cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. Furthermore, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for alcohol intoxication. Subtherapeutic international normalized ratio (inr) found during admission for other adverse event (ae); required lovenox bridge. Patient had wound culture on (B)(6) 2020; growing pseudomonas again. IV ceftazidime started.